Event description:
It was reported that the radiofrequency programmer head was not working. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the device was not working, it worked as expected though it was noted that the cable was twisted and the insulation damaged. The cable was replaced. (B)(6)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 229047, software analyzer; product ID: 2090, programmer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.